Event description:
It was reported that when attempting to program this pacemaker system in bipolar for a magnetic resonance imaging (MRI), this pacemaker system exhibited high out of range pacing impedance measurements. The measurements for the right ventricular (rv) lead were higher than 3000ohms. Technical services (ts) was contacted and recommended further evaluation. The patient was successfully programmed for the MRI and presented no anomalies after the scan. This rv lead remains in service. No adverse patient effects were reported.